Manufacturer narrative:
(B)(6). A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side "foci of "snowstorm" appearance of the bilateral axillary regions (measuring up to 13mm) suspicious for extracapsular implant rupture" confirmed via ultrasound. Device remains implanted.

Event description:
Device has been explanted.